Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The next day after start of support, he patient impella leg was cold with no perfusion. Two units of blood were given to the patient, and the decision was made to explant the pump the following day. The patient's outcome at explant was noted as survived; however, the condition was critical with a poor prognosis.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26089 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10: instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26089.